Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 280 mg/dl and a correction bolus was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge.